Event description:
It is reported that a customer experienced low blood glucose of 55 mg/dl. The customer was treated for the low blood glucose with a glucagon shot. The customer was informed that there could be many reasons for low blood glucose. The customer's only issue was that their transmitter was not charging. The customer was sent a new charger but the customer's issue was not resolved. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.